Event description:
Burn [thermal burn]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) , via an unspecified route of administration from an unspecified date once daily for pain and tension. The patient medical history and concomitant medications were not reported. On (B)(6) 2016 she experienced burn. "According to the patient she used cloth under plaster." Medical or surgical treatment was necessary. Outcome was unknown. Therapeutic measures were taken as a result of burn. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event "burn" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event "burn" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Severe burn [thermal burn]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) year-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date once daily for pain and tension. The patient's medical history was not reported. Concomitant medications were reported as none. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On (B)(6) 2016, the patient experienced a severe burn, without blisters with dark red/brown color. According to the patient she "used cloth under plaster." Action taken with the suspect product was unknown. Therapeutic measures taken as a result of burn included treatment with an unspecified burn ointment. Long-term damage and/or scarring are not expected. An operation, like for example a debridement was not required. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2016): new information received from a contactable pharmacist includes: past product history, no concomitant medications and therapeutic measures taken. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the event "burn" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event "burn" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability.

Event description:
Event verbatim [preferred term]: severe burn [thermal burn]. Narrative: this is a spontaneous report from a contactable pharmacist. A 55-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date once daily for pain and tension. The patient's medical history was not reported. Concomitant medications were reported as none. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On (B)(6) 2016, the patient experienced a severe burn, without blisters with dark red/brown color. According to the patient she "used cloth under plaster." Action taken with the suspect product was unknown. Therapeutic measures taken as a result of burn included treatment with an unspecified burn ointment. Long-term damage and/or scarring are not expected. An operation, like for example a debridement was not required. Clinical outcome of the event was unknown. The product quality complaint group provided the following investigation results. Reasonably suggest device malfunction was no, severity of harm was not applicable and site sample status was not received. This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 12 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (08mar2016): new information received from a contactable pharmacist includes: past product history, no concomitant medications and therapeutic measures taken. Follow-up attempts completed. No further information expected. Follow-up (30jun2020): new information received from the product quality complaint group included: investigation results. No follow-up attempts needed. No further information expected., comment: based on the information provided, the event "burn" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
Reasonably suggest device malfunction was no, severity of harm was not applicable and site sample status was not received. This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 12 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.